Event description:
During a breast biopsy procedure, the dc motor adapter had broken off. The pt's breast was pierced and they were unable to retreive any samples. The case was aborted and the pt was sent home under normal post biopsy instructions.